Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection confirmed the jaws on the device were broken. The broken pieces were not returned with the device. The t-handle fractured in the jaws of the handle, likely from static bending or torsional overload. An overload fracture can occur if the mechanical loads applied to the device exceed the strength of the material. The device was manufactured in 2008 and showed signs of moderate wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch for the same failure mode. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. If new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that the t-handle connection broke with excessive torque.